Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review and a service history review were performed. The device history review revealed no issues that could have caused or contributed to the reported issue. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an as50 pump failed to infuse propofol. This occurred during patient use before beginning a colonoscopy. There was no patient injury or medical intervention associated with this event. No additional information is available.